Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a broken grip at the grip base. A piece approximately 0.57" x 0.20" was found to be broken off. The broken piece was returned and no material appeared to be missing as broken assembly was pieced back together. This failure was most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the fenestrated bipolar forceps (470205-17/n11190409 0063) associated with this event has been performed. The instrument was last used on (B)(6) 2020 on system sk1698. The alleged event occurred on the 3rd use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record.

Event description:
It was reported that during a da vinci-assisted left upper lobectomy procedure, the fenestrated bipolar forceps (fbf) instrument broke into pieces and fell inside the patient. The fbf instrument was inspected prior to use. The surgeon did not notice any issues with the functionality of the fbf instrument during the surgical procedure and the fbf instrument did not collide with other instruments. There was no adverse effect or injury to the patient. The fragments were retrieved during the same procedure with another forceps. The procedure was converted to thoracotomy which was not related to the problem with the fbf instrument. The issue did not cause a significant delay. The patient has been discharged; no post-operative complications have been reported.